Event description:
Philips received a complaint on the v60 ventilator indicating that the device was auto-cycling breaths. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and requested service at a bench service center by a bench service engineer (bse). This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the philips key market, it was provided that the patient information from the time of the event was unknown. Multiple good faith efforts (gfe) were attempted to obtain confirmation of a service order from the customer, part replacement, and resolution. The key market (km) contact confirmed forwarded the request for an update to the customer, but no response was received. The km confirmed in another gfe response that no response was received from the customer. No response or further information was received from the customer, so the bench service work order was canceled without further service being completed by philips. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.